Event description:
Ventilator dependent patient found unresponsive and cyanotic. CPR initiated and patient trnsferred to acute care. Ventilator did not alarm with cessation of respiratory effort. Treated for pneumonia at acute care and returned to sub-acute unit four days laterdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, alarm, valve - pressure limit. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.